Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the tracker is not recognized by the igs. There was no patient present when this issue was observed.

Manufacturer narrative:
Analysis on the returned gantry motor control resulted in an electrical failure being found through functional testing and visual/physical examination. Analysis states that, installed motion control box into test system 267. Turned the system on, the system locked up with "initializing system please wait" and motion would not ready. Faulty motion control box. If information is provided in the future, a supplemental report will be issued.